Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer alleged the pump having motor error alarms. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected motor error alarm noted during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. Motor passed motor test. Unit had broken belt clip slot, stained address/serial number label and missing end cap sticker. The test reservoir locked in place properly and no anomaly noted. Unit passed all required test. Motor error alarm was not confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.